Event description:
Pt had surgery in 2001 for a torn rotator cuff. Cufftack was used to reattach in an open procedure. Pt stated that he was not getting better and was seen by another surgeon. Pt had a second open procedure 7 months later to remove fragments from the cufftack located in the subacromial space, and to repair the rotator cuff with suture anchors.